Event description:
According to the available information, there was a tubing fracture by the reservoir which resulted in a leak. The patient had the device explanted and replaced.

Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. Partial separations within abrasion were noted on the longer exhaust tube and inlet tube of the pump. These were not sites of leakage. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. A separation was noted in the reservoir inlet tube. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the reservoir inlet tube. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.